Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. The scope communication error b30 reported by the user was not reproduced during device evaluation. From the evaluation results, it was confirmed that various parts inside the equipment were affected by corrosion. Therefore, moisture may have entered the contacts of the output socket because the device was stored in a humid location, resulting in scope communication error b30. In addition, storage in the humid location may have allowed moisture to enter the tube or device from the output socket. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4) (ode). Ode checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. Moisture permeated the inside of the device through the board and also permeated the contacts on the board. Moisture in the contacts may have caused the scope communication error b30. Various housing parts such as the base plate, front panel, front plate and spiral tube were affected by corrosion. Xenon lamps made by third-party suppliers can increase heat within the unit and at the distal end of the endoscope. Also, these lamps often show rapid wear and can begin to flicker after a short period of time. The device was very dusty and sticky. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that before the colonoscopy, the scope communication error b30 was displayed on the monitor. The user performed the intended procedure in another examination room with other devices. There was no report of patient injury associated with the event.